Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited unacceptable thresholds. After the lead was connected to the pulse generator unacceptable thresholds were noted. The physician decided to leave the lead implanted.